Event description:
Procedure performed: lap chole. Event description: complaint 1 of 2: (B)(4) ca500, lot #1543800 (no clips came out when firing). Complaint 2 of 2: (B)(4) ca500. Lot #1543800 (clips were misaligned and unable to close them). During a lap chole, two clip appliers malfunctioned. The first ca500 device that malfunctioned: no clips came out when firing. The second ca500 device that malfunctioned: clips were misaligned and unable to close them. Additional information obtained from account manager via email on 07apr2025: a clip was not loaded into the jaws. The trocar was a ctf33 11mm. No clips would load into the jaws; a loaded clip was not manually removed from the jaws. The trigger could be actuated but no clip would come forward. Intervention: opened another ca500 but the new ca500 also malfunctioned. Opened a competitors' device to complete procedure. Patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. Visual inspection was performed where no nonconformances were observed. However, the complainant¿s experience could not be replicated or confirmed during functional testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.

Event description:
Procedure performed: lap chole. Event description: during a lap chole, two clip appliers malfunctioned. The first ca500 device that malfunctioned: no clips came out when firing. The second ca500 device that malfunctioned: clips were misaligned and unable to close them. Additional information obtained from account manager via email on 07apr2025: a clip was not loaded into the jaws. The trocar was a ctf33 11mm. No clips would load into the jaws, a loaded clip was not manually removed from the jaws. The trigger could be actuated but no clip would come forward. Intervention: opened another ca500 but the new ca500 also malfunctioned. Opened a competitors' device to complete procedure. Patient status: patient is fine.